Manufacturer narrative:
(B)(4). The lot was manufactured between may 11, 2015 to may 13, 2015. The device was received for evaluation. Visual inspection revealed white particulate matter, 1.20 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a fiber in its reservoir. This was noted before use. The device was filled with tobramycin. There was no patient involvement. No additional information is available.